Event description:
It was reported that in (B)(6) 2020 channels with abnormal impedances were found. However, after re-mapping the hearing performance with the device became even worse. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation shows a damage to the active electrode lead by a sharp instrument, which is very likely the cause for the short circuits measured in-situ. The observed damage is typical for occurring during surgical intervention i.e. Implantation surgery. No other damages have been identified which could explain the reported problem. It is therefore, assumed that the device might have been inadvertently damaged during the initial surgery. This is a final report.

Event description:
It was reported that in (B)(6) 2020 channels with abnormal impedances were found. However, after re-mapping the hearing performance with the device became even worse. The user was re-implanted.